Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a sas surgery the plastic protective cap of the burr broke off inside the patient. It was further reported that the cap could not be retrieved and an additional surgery is needed to retrieve the broken device out of the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint could not be confirmed based on the customer provided photo. The photo is not clear to determined if anything broke. No change in harm was identified.